Event description:
The pt was admitted for a procedure in 2008 to treat a target lesion. After pre-dilation, a 6.0 x 30mm smart control nitinol stent delivery system would not pass through the stenosis. Therefore, the stent delivery system was withdrawn, and it was noted that the stent was not fully in the catheter anymore. There was no reported pt injury.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.